Event description:
The customer stated that she was hospitalized for low blood glucose with a reading of 20 mg/dl. The customer stated that she was cleaning the house when her blood glucose levels began to drop. The customer stated that she gave herself insulin three times using the bolus wizard feature even though her blood glucose levels were dropping.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.